Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose (bg) was "high" and over 400 mg/dl, however customer could not provide an exact number; pump supplies where changed to address the high bg. Reportedly, customer changed the pump supplies and resumed insulin delivery to address the issue.